Event description:
It was reported to boston scientific corp that a c.r.e. Balloon dilatation catheter was used for an esophageal dilatation procedure. Per the complainant, after dilation was performed, the physician attempted to retract the balloon through the scope. The deflated balloon would not fit through the scope. The scope and device were removed from the pt in its entirety. Once removed from the pt, the balloon was cut from the wire. The procedure was completed with this device. There has been no report of complications or injury to the pt due to this event. Post procedure the pt's status was stable.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.